Event description:
When priming IV tubing with tpn for a central line, there was leakage noted from the first y-port closest to the bag. Line clamped, however fluid still continued to leak out of port new tubing obtained and line primed using sterile technique per protocol.